Event description:
A weld sheared off the mast of the minerva sling lift. This caused the resident being transferred to fall to the floor. The resident was transferred by ambulance to the emergency room. There were no injuries to the resident.